Manufacturer narrative:
The associated device was not returned. A clinical analysis indicated that several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation can be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient was hospitalized due to wound bleeding.